Event description:
The manufacturer received information alleging a trilogy o2 ventilator screen had not displayed when the power was turned on although ventilation was being provided. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint was not reproduced during an operational check. It was determined that the issue was caused by a temporary malfunction of the lcd. In addition, error codes were found in the ventilator's downloaded error log. Therefore, the device's power management pca and lcd were replaced to address the issues.